Manufacturer narrative:
Product analysis: analysis was able to partially confirm the customer comment that the programmer has a broken battery and a loose leg. The programmer does not power on. The main and kernel board were changed. No fault was found with the battery. The programmer powers on but the cursor does not align with the stylus. Tested with the test display and the cursor was able to calibrate and align. Confirmed the display caused the cursor not to calibrate. The loose leg was fixed by securing the kick stand. Due to the lack of parts the programmer will need to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer required corrective maintenance, the programmer had a broken battery and a loose leg. The programmer was returned into service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement reported.